Event description:
Patient on continuous infusion of flolan through a central venous catheter presented with blocked line, attempts made to clear with tpa unsuccessful. Central line required replacement.